Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. 1. The reported event was not confirmed during the evaluation step of the complaint process as the actual device was not returned. 2. In addition, an investigation was performed by the legal manufacturer based off of the information provided. B. A review of the DHR was performed and there were no issues found within the record associated to the reported event. 3. Conclusion: a root cause could not be definitively identified. Based on the results of the investigation, the following is the most likely cause to the reported complaint. As stated by the customer, the same problem (b30 error) occurred for all the scope that were intended to be used. The scopes may have been submerged, however there may have been problems with the actual device. If there was actually a problem with the device, the following is the most likely cause. The electrical connection may have become unstable when the digital light cable connection was not properly connected. The communication between the scope and the video controller via the light source could have failed, resulting in b30 errors (scope communication errors).

Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the unspecified procedure, error b30 (scope communication error) was displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.